Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the ER with device in backup vvi reset mode. A device download was performed successfully and the device was restored to normal operation. The following day, the reset recurred again. The device was explanted and replaced.

Manufacturer narrative:
The reported backup dfo was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The root cause of the backup dfo could not be determined.